Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date, name and/or indication of index surgery? Product lot number? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. It was reported in (B)(4) that some patients have returned with suture spitting issues. Did additional reported 9 patients with abscess also experience suture spitting issue? If yes, please clarify/specify. Did the operating surgeon observe any suture deficiency or anomaly before, during and/or after the suture placement? Please specify. Patient symptoms manifestations of abscess (location, severity, appearance) were cultures performed? Results? Other relevant patient history/concomitant medications? What is physicians opinion as to the etiology of or contributing factors to this event? What is the patients current status? Trade name - irgacare, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 275 g/m.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. It was reported that the patient experienced abscess suture abscesses week 7 to 10 post op approximately. The patient was treated with oral antibiotic, muprocin, and cleaning with peroxide. Additional information has been requested.